Event description:
It was reported that during a peripheral intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous, non-calcified anterior tibial artery. The 2.0 x 40mm sterling es balloon was inflated once to 6atms and ruptured. The procedure was completed with another of the same device. There were no reported patient complications and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).